Event description:
I used poligrip, fixodent from approx early 1994 to present. While I was using these products, I began experiencing numbness in my fingers & accompanied by tingling. I have been diagnosed with cervical radiculopathy & neuropathy. During this time I have developed diabetes which is not a part of my family history, maternal or paternal. Dose or amount: #1. Avg 2 tubes monthly, frequency: 1. #2. Denture cream, avg 2 tubes monthly. Route: oral. Dates of use: early 1994 to present. Diagnosis or reason for use: denture adhesive.